Event description:
The customer's mother reported that at 7:00 am on (B)(6) 2012, her daughter's blood glucose was 130 mg/dl but by 11:00 am had climbed to 482 mg/dl. The device was deactivated after the daughter's dance class and when it was removed, the mother observed that the cannula appeared to be kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked condition of the cannula or to determine whether it, or some other product malfunction, could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod," and "do not exercise when ketones are present. (Blood glucose increases with exercise when ketones are present)."